Event description:
Device 2 of 2. Ref MFR report #1627487-2014-08379. It was reported the pt was in a car accident on (b(6) 2014. Afterward, the pt began experiencing uncomfortable stimulation in the wrong location. An sjm rep met with the pt but was unable to find a system configuration that did not cause uncomfortable stimulation. X-rays taken did not reveal any anomalies. The pt's physician referred her to another physician regarding possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.